Event description:
It was reported the patient is not receiving effective stimulation. An sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient is pending follow up for additional programming and assessment of lead location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.